Event description:
The customer reported the monitor cart was dead. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep found a blown fuse and replaced it. The sys operates as intended.